Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead high oversensing as the short v-v intervals increased, sensing was decreased, pacing impedance had increased, and the lead was suspected to be fractured. No oversensing was noted with provocative maneuvers. The lead was capped and replaced. No patient complications have been reported as a result of this event.